Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned tasp exhibits signs of repeated use and has fractured lateral side. Device history record was reviewed and no discrepancies were found. The root cause is considered to be a previously addressed design deficiency, bending/torsional loading on the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-02226.

Event description:
It was reported that the doctor stated that this persona tibial articular surface used during a total knee arthroplasty "is not robust enough." Product has been received and confirmed to be fractured. Attempts have been made and additional information is unavailable.